Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had an irritation under the right rear therapy electrode (te) pad. The area was described as red, itchy, burn-like and the size of the te pad. The patient reported that his doctor told him to put a lotion on the irritation. The patient's wife was reportedly using aloe vera on the area and the irritation was improving.